Event description:
Baxter (B)(4) received a report that an infusor had a ruptured reservoir during patient use. According to the nurse, the infusor reportedly fell from the beltbag but did not hit a hard surface. The infusor dangled from the tubing and then the patient heard the reservoir rupture. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. The batch review revealed that all of the acceptance criteria were met to release the lot.